Manufacturer narrative:
The fielder xt guide wire was returned for evaluation. Missing of the tip was confirmed on the returned guide wire. The polymer jacket was stretched and torn at approximately 102mm from the proximal solder that was originally located at 160mm from the tip. The exposed core was found fractured at approximately 118mm from the proximal solder. The exposed coil was found elongated and fractured. Microscopic observation found that the core proximal to its fracture end was twisted. The fracture surface was flat with circumferentially-directed elongated dimples. These findings indicated that torsion had contributed to fracture of the core. The fracture end of the coil was found necked, indicating tensile stress had contributed to fracture of the coil. Based on the provided information and investigation outcome, it was presumed that continuous torsion generated with wire manipulation had most likely contributed to the observed tip separation of the returned fielder xt. The applied stress would localize and therefore exceed the product design limit when the wire movement was being restricted likely by the calcified cto. Tensile stress generated with wire removal then made the polymer jacketed coil to elongate and eventually fractured, leaving the tip in the anatomy. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunctions and adverse effects] separation of the guide wire.

Manufacturer narrative:
Manufacturing site:(B)(4). Device evaluation could not be performed because the affected device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and referring to known similar cases, it was presumed that tensile stress generated during removal had likely contributed to the reported separation of the guide wire. The applied stress would localize and therefore exceed the product design limit when the wire movement was being restricted likely by the calcified cto. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects]: separation of the guide wire.

Event description:
It was reported that an asahi fielder xt guide wire became unraveled during a percutaneous coronary intervention (pci) to treat a moderately tortuous, moderately calcified chronic total occlusion (cto) in the right coronary artery (rca). When the guide wire was being removed, it unraveled and a piece of the guide wire remained in the middle segment of the rca. The physician determined to leave the separated piece in the patient. There were no adverse patient effects associated with this event.